Manufacturer narrative:
Manufacturer's ref# sf 03891309. Manufacturer's investigation: technical investigation concluded: a DHR review have been completed. No deviation or changes were found during manufacturing of the device. The clinical investigation concluded: it has been reported that an ncased earmould has cracked. The crack is located partially inside the canal. User is an 87 year old male, and he is unsure how it occurred, but believes he closed the lid of the charger on the mould. No object required removal, and user stopped using the device after noticing the crack, when he said he didn't hear as well for a few days. There was no harm to the user following the incident. A DHR review have been completed and confirmed that no deviation or changes were found during manufacturing of the device. There is also risk that a hearing aid's ear mold may be damaged and potentially broken due to unexpected external mechanical force beyond typical use, and this is of most concern in the context of harder acrylic molds. Should an earmold break due to mechanical force, there is a possibility that the damage results in the creation of exposed sharp edges. These sharp edges could potentially cause harm in the ear canal, likely only superficial in nature. If the earmold is accidentally dropped to the floor and then cracked or shattered into pieces, it is evaluated as very unlikely that the users may get harmed due to sharp corners and edges as the damage itself is obvious to the users. It is evaluated as highly unlikely that the hearing aid would break in the ear unless force from an external source is present when considering the shell thickness of the hearing aid. Further, the user guide includes a caution not to use a broken hearing aid, and to consult with a hearing care professional if the earmold is broken. Risk assment: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
Estimated date of incident (B)(6)2024 it was reported that an ncased earmould has cracked. No object required removal, and user stopped using the device after noticing the crack, when he said he didn't hear as well for a few days. There was no harm to the user following the incident. No further follow up is available or expected.